Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 5mm amplatzer duct occluder was selected for implant and successfully implanted. Post-op follow-up on (B)(6) 2019, a tte (transthoracic echocardiogram) was performed and confirmed that the device embolized in the thoracic aorta at the diaphragm level. The physician attempted to retrieve the device via catheter was attempted but unsuccessful. The patient was referred to surgery for surgical removal on (B)(6) 2019. The device was successfully removed. Patient was reported to be in stable condition.